Event description:
The customer stated that insulin leaked past the o-rings and into the reservoir compartment. The customer stated that she experienced high blood glucose levels due to the leak. Advised the customer that the product would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.